Event description:
It was reported that during a cryo ablation procedure, the medtronic mapping catheter damaged the myocardium upon insertion into the pulmonary vein, following pre-mapping with another manufacturer's mapping catheter. During the procedure, it was confirmed that the patient's blood pressure decreased and pericardial effusion was confirmed via echocardiography. The case was continued and completed. A computerized tomography (CT) scan was performed post-operatively, and cardiac tamponade was noted. The patient was not hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.